Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist states the patient was seen in the office and during evaluation it was found the patient has active periodontal disease. Dentist recommends that the patient stop using the aligners. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.